Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the anatomy was described as severely calcified and tortuous. The wire was attempted to cross multiple times. The wire break likely occurred due to the challenging anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other device mentioned in b5 will be filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a severely calcified and tortuous lesion in the right coronary artery (rca). A 190cm bmw universal guide wire (gw) was advanced to the vessel. The shockwave device was advanced over the gw however failed to cross the lesion. A buddy wire was advanced for more support however the shockwave still failed to cross the mid lesion. The shockwave was able to be used on the proximal portion. When the shockwave was removed with the gw however it was noted the tip of the gw had separated. The patient¿s entire body was scanned however the separated tip could not be located. A second bmw universal was wired down the vessel and another attempt was made to advance the shockwave but it still could not cross. The procedure was completed at this time therefore the shockwave and gw were being removed when the physician felt a snag. It was noted the second gw tip was broken [unraveled] but remained in one piece inside the shockwave. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.